Event description:
During the supraventricular tachycardia procedure, communication issues resulted in a procedural delay. The catheter was not being recognized. The device would populate on ensite but would not show as connected on ampere. The cable between the tactisys and ampere was replaced, but the issue persisted. Both the ampere and tactisys were replaced as well, but the issue remained. The catheter was then replaced, and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The reported ampere recognition issue could not be confirmed. Electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the tip thermocouple temperature reading increased with exposure to heat. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.